Manufacturer narrative:
Gtin number for item: me2020, lot: 17015708 is (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "event desc: nurse and nurse practitioner at bedside and noted fluid on bed. They discovered a crack in the IV tubing delivering fentanyl. Fentanyl was discontinued. The nurse manager indicated that there are 5 different lot numbers of the device on the unit." The customer reported that tpn was also infusing when the crack in the tubing was noted. Therefore, a blood glucose level check was ordered and the results were within normal limits. There was no report of patient harm.